Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed. Also, the evaluation found the following: due to a crack on scope cover, water tightness was lost. Switch 1 had a cut. The switch 5 had a cut. The scope cylinder had no color. The grip was shaved. The forceps channel port had a dent. Due to a cut on heat-shrinking tube of the forceps elevator lever, the expected insulation capacity could not be obtained. The plug unit had corrosion due to water leakage. The scope connector cover unit had corrosion due to water leakage. The outside shield unit had corrosion due to water leakage. The scope connector case unit had corrosion due to water leakage. Due to a chip on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value. The image guide protector has foreign objects. The nozzle was deformed. The objective lens had a scratch. The light guide lens had a scratch. The connecting tube had a buckling. The universal cord had corrosion due to water leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected and prevented by handling the device in accordance with the following IFU. Instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus asset gastrointestinal videoscope rubber seal on the control element was loose. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube and cylinder with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.